Event description:
Product name: warrenslove quantum/energy bracelets, manufacturer: warrenslove limited, event occured time: (B)(6) 2026. I am a consumer in china, and we purchased the product and wear it around my waist. I was in healthy and normal condition without any sickness; the warrenslove bracelets was in normal without any contamination. However, I felt itchy around my waist. When I took off the warrenslove quantum/energy bracelets, I found I have skin irritation, and these skin irritation areas were in contact with the warrenslove bracelets. The photo of the irritation part and the product can be supplied upon request. Treatment: no hospital treatment is required; some ointment is applied to subdue the itchiness. After stopping use of the product, the skin condition went back to normal.